Event description:
Pt in for viral respiratory infection (rsv). An IV of d10 with 0.2 saline was started at a rate of 24 ml/hr into the peripheral left hand site. The IV site was checked by nursing every hour. Pt experienced infiltration with compartment syndrome. Pt required surgical intervention. Pt was discharged 02/21/2001 and will be followed up as an outptient. Pump and IV tubing were not saved so biomedical engineering was unable to evaluate the devices.